Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. H2: type of follow up - additional information/ device evaluation.

Event description:
It was reported that there was a warmup issue. Data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. Product was also provided for investigation; however, investigation of provided product cannot confirm or disconfirm the allegation or determine a probable cause. No injury or medical intervention was reported.

Event description:
It was reported that there was a warm up issue. Data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).